Event description:
Country of complaint: (B)(6). Pt reaction to thread (suture).

Manufacturer narrative:
Us reporting agent notification received: (B)(4) 2014. Defect type: damaged tissue reaction to the thread (suture), cicatrization delayed. Tissue where the suture implanted or being used: dermis and epidermis. Suture technique employed (continuous, interrupted): continuous (epidermis) and interrupted with inversing knots (dermis); inversing knots. Analysis: pt reaction to the suture (thread), occurred 21 days post-op. No significant surgery delay noted. Eval on-going as of the date of this report.